Event description:
Meter name: one touch ultra. Strip name: one touch ultra tests strips. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: no symptoms. The pt reported that pt was unable to test on the meter. The meter allegedly does not turn on. There was no result obtained from the pt's meter. There was no result obtained from any other source. There was no comparison between the pt's meter and any other device. The treatment was unk. The pt reported that pt was guessing pt's insulin amounts. No further info has been reported.